Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was later explanted.

Manufacturer narrative:
Concomitant medical product: (B)(4) ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to high and low impedance measurements on the right atrial (ra) lead. In addition, the clinician noted many high rate episodes and mode switches due to far field r-wave (ffrw) oversensing and other atrial oversensing. Reprogramming was performed which resolved the issue. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited possible insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.